Event description:
A customer reported that a sample containing anti-m was not reactive when tested with 0.8% resolve panel a lot 8ra207. Sample was tested with other lots of 0.8% reagent red blood cells and reactivity was observed. No death or serious injury was associated with this incident.